Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. Additionally, we have not received any other complaints from these batches. Based on the visual inspection performed, the lens was returned in two pieces. The first piece consisted of one haptic, the optic and approximately one quarter of the other haptic. The second piece consisted of approximately three quarters of a haptic. Both cross sections were smooth and straight and appeared to be cut with a sharp object. The lens carried what appeared as dried saline. No damages or defects were seen on the returned packaging components. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating "lens loading issue. Lens stuck in injector. Back up lens used, there was no patient injury or surgical intervention."

Event description:
Lenstec received an email stating "lens loading issue. Lens stuck in injector. Back up lens used, there was no patient injury or surgical intervention."

Manufacturer narrative:
Investigation ongoing. Once the device is received and inspected a supplemental report will be issued.